Event description:
The customer reported that while pipetting an hcv plate on summit the tech observed that not enough sample was added to wells a1 through h1. No error code was generated. No death or serious injury was associated with this complaint.